Manufacturer narrative:
Pt age: (B)(6). Pt gender: male. Additional information was provided by the physician with patient gender, age, eye measurements and post operative results. There were no surgical complications. The viscoelastic was completely removed from above and below the iol. The iol fully unfolded prior to rotating the lens into final position. Healon was the ovd used for the cartridge. The manifest refraction was +.25 - .50 x 70. The uncorrected visual acuity (ucva) was 20/20. The rotation was detected at 21 days. The post op exam was within normal limits. The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. There were no process and / or material changes within the production order. There were no nonconformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. There were no associated nonconformity material reports or nonconformances. There were no associated nonconformity reports or deviations. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
Additional information was provided by the physician with patient gender, age, eye measurements and post operative results. There were no surgical complications. The viscoelastic was completely removed from above and below the intraocular lens (iol). The iol fully unfolded prior to rotating the lens into final position. Healon was the ophthalmic viscoelastic device (ovd) used for the cartridge. The manifest refraction was +.25 - .50 x 70. The uncorrected visual acuity (ucva) was 20/20. The rotation was detected at 21 days. The post op exam was within normal limits.

Event description:
It was reported that the intraocular lens (iol) was implanted on (B)(6) 2015 and repositioned on (B)(6) 2015. The lens remains implanted. There was no adverse effect to the patient reported. No further information was provided.

Manufacturer narrative:
Patient age: unknown; the information was requested; however, it was not provided. Patient gender: unknown; the information was requested; however it was not provided. Explant date: not applicable; intraocular lens remains implanted at the time of submitting the MDR. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.